Manufacturer narrative:
Concomitant medical products: sigpshell, sig power sigpshell control shell, (lot # n4k2092y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, the screen indicated a hold message and yellow arrows pointed towards the fire buttons then a handle error showing a red circle with a line across, and caution mark atop appeared on the screen. Another handle and shell were used. There was no patient involvement. Medtronic¿s initial analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted that the handle was displaying the indication to perform a green key reset as well as a power handle error with a black background. Functional testing found data stored on the handle showed evidence of field programmable gate array (fpga) reset/reprogram failures. According to this data, the handle was running v29.6 software at the time of the failure. It was reported that the handle error showed a red circle with a line across, and caution mark atop on the screen. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.